Event description:
It was reported that a malfunction occurred on the pump, specifically displaying a malfunction code "malf 6." The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the malfunction recurred.